Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/14/2014). The patient¿s meter has been returned on 7/1/2014 and evaluated by lifescan product analysis on 7/3/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging the ¿up arrow button¿ from her one touch ping meter was not responding. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began in ¿(B)(6) 2014¿. The patient manages her diabetes with an insulin pump and stated she took less food/drink in response to the alleged issue. The patient claimed, in ¿(B)(6) 2014¿, she developed symptoms of ¿frequent urination, really thirsty, funny vision, and headaches¿. At an unspecified date/time, the patient stated she tested her blood glucose on another device (avia) and obtained a reading of ¿over 300 mg/dl¿. The patient stated she self-treated with insulin (novolog, unknown dosage) in response to the symptoms. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.